Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, a loud noise of air leaking was heard during the pressure test and the advancer was difficult to handle. When the burr rotation was adjusted, the rotation frequency was compromised. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, a loud noise of air leaking was heard during the pressure test and the advancer was difficult to handle. When the burr rotation was adjusted, the rotation frequency was compromised. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). G2 report source: corrected. The device was returned for analysis. A visual examination of the device did not identify any damages or defects. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. It was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. The rotablator system was connected to the rotablator control console system. When the foot pedal was pushed, the device did not get any speed, and a stall error was displayed on the console. The sound of air escaping the device could be heard.